Manufacturer narrative:
The device was returned and the evaluation found foreign material in the channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii colonovideoscope had something stuck in the instrument channel giving issues with feeding liquid. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields:g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Furthermore, it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual and there was no physical damage confirmed at the place where the foreign material remained. Hence, a conclusive root cause of the foreign material remaining in the subject device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.